Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the onset of the infection was (B)(6) 2014. Perioperative antibiotics were administered. Symptoms of infection included redness, drainage, pain, and incisional wound opening. The last refill date was on (B)(6) 2014. No meningitis was reported. A skin culture was noted. It was stated the infection had resolved.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was removed due to an infection. During explant it was noted the ins had flipped and was protruding from the incision site. It was also reported the lead was severed and partially removed; the tine leads remained in the foramen. During the removal of the infected lead/ins the physician re-implanted the patient on the opposite side. It was noted discussions were had regarding re-implanting at a later date in order for healing time with antibiotics but the physician decided to proceed further after looking at the wound and lead sites. Additional information received 8 days later reported it was unknown if a culture was done or the results. The manufacturer representative talked to the patient and she seemed to be doing well with the new implant. It was noted she had a follow-up appointment with her physician.

Manufacturer narrative:
Concomitant products: product ID 3093-28 lot# v496047, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).